Manufacturer narrative:
The customer¿s experience with power failures was identified and associated to non-responsive keypads on the 2 pcu devices returned for this investigation. Initial testing of the 2 returned pcu devices observed the system on button not responding, not allowing the pcus to power up. An internal inspection confirmed open traces on pin #20 on both of the pcu(s) (s/n: (B)(4)) keypad flex cables. The customer¿s front case on the following pcus were both replaced with a known good part and the asm keypad test was re-run. Test results confirmed the keypads now functioned as expected. (B)(4). Battery runtime tests on the returned customer pcus indicate that both batteries were operating within specification outlined in the dfu. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that the customer is having power failures with the pcus. The customer was advised to replace the battery and front keypad display. There was no patient impact reported.